Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned to bsn for evaluation.

Event description:
A report was received that a patient's precision system was explanted due to a lumbar abscess at the pocket site. The patient experienced pus and drainage at the pocket site. The patient was given cipro, vancomycin and bacterin. The patient's infection has since cleared and is she is reportedly doing well following the explant.